Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and coronary angiography was performed on the same day. Target lesion #1 lesion was located in the distal right coronary artery (rca) with 70% stenosis and was 28mm log with a reference vessel diameter of 2.8mm. Target lesion #1 was treated with direct placement of a 2.75x32mm promus element¿ plus drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #2 was located in the proximal rca with 80% stenosis and was 20mm long with a reference vessel diameter of 3.2mm. Target lesion #2 was treated with direct placement of a 3.0x24mm promus element¿ plus drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with dyspnea and was diagnosed with stable angina. The patient has had anginal syndrome during the past two weeks. On the same day, coronary angiography was performed. The 70% isr of the study stent located in distal rca was treated with cutting balloon angioplasty using 3.0x100mm fextome monorail cutting balloon with 0% residual stenosis. The following day, the event was considered as resolved and the patient was discharged on dual antiplatelet therapy.